Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered a lead integrity alert (lia) due to high rate non-sustained episodes and sensing integrity counter (sic). The noise was identified as electromagnetic interference. The tachyarrhythmia detections and therapies were programmed off as the source of the emi is unknown. It was further reported that there were low r-waves at implant on the right ventricular (rv) lead. The ICD and rv lead remain in use. No patient complications have been reported as a result of this event.